Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The customer reported that the clave additive port snapped off. Although a patient was involved in this event, there was no reported harm.

Manufacturer narrative:
A picture was returned showing a burette with clave assembly partially torn at the semi-rigid adaptor. Additionally received one (1) used list #142730490 plum 150 ml burette set. As received the blue clave was observed to be partially torn from the burette port. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an external bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.